Manufacturer narrative:
Field service engineer (fse) troubleshot and found a broken splash crash limit switch. Fse replaced the broken splash crash limit switch per service manual and completed an operational checkout of system per service checklist (B)(4). System functions in accordance to mfrs specifications and unit was returned to full service by the customer.

Event description:
On (B)(6): customer reports that a (B)(6) male, under general anesthesia was having a retrograde cystogram with stent placements when the table failed. Staff moved the pt to a back up room where the procedure was completed without further incident. No reported injury.